Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch with the (B)(6) is for the results taken on accu-chek inform ii system serial number (B)(4) refer to the medwatch with (B)(6) for the results from accu-chek inform ii system serial number (B)(4).

Event description:
The customer reported a patient's blood glucose was 26 mg/dl at 08:55 on accu-chek inform ii system serial number (B)(4). The customer felt the result was not correct so they retested. Results were obtained using a different vial of strips of the same lot for each meter. On accu-chek inform ii system serial number (B)(4) at 08:57, the result was 94 mg/dl. On accu-chek inform ii system serial number (B)(4) at 09:17, the result was 153 mg/dl. On accu-chek inform ii system serial number (B)(4) at 09:18, the result was 174 mg/dl. There was no adverse event or treatment given. Return of the suspect system was requested.